Manufacturer narrative:
A ge rep evaluated the system and replaced the ups, tube cooling fan, and the tube heat sensor. The system operates as intended.

Event description:
The customer reported the system "turns off intermittently." The fse noted that the "tube gets hot." This error may cause the system to shut down un-commanded. The system will have to cool for about 20 mins before the system may turn-on. It is possible that the thermal coupler would be damaged by the system overheating. There is no report of injury or death.